Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the acount in room 422. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the right head brake caster with main bearings inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right head brake caster with main bearings to resolve the issue. Based on this information, no further action is required.